Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified distal right coronary artery. A 2.75x18mm xience xpedition stent delivery system failed to cross due to the anatomy. It was noted that the shaft separated into two pieces and that the stent had dislodged. Another same size device was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Device codes: 2889 labeled. Internal file number - (B)(4). Device code correction: codes 1104/2923 were removed. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft kink was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported kinked shaft, as it could not be confirmed during return analysis testing. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following additional information was received: the shaft kinked and did not separate. The stent did not dislodge. There was no resistance noted during removal of the device. No additional information was provided.